Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generator had error code 433. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and the device evaluation. Updated fields: d4, d8, d9, h2, h3, h4, h6 and h11. Corrected field: b5 the device was returned to olympus for inspection and the reported failure was confirmed and found failure was caused by a component failure of the generator board. Based on the results of the investigation, the cause and root cause of a component failure of the generator board could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report: the issue occurred during maintenance of the subject device.